Event description:
It was reported that the non-patient end of the bd autoshield¿ duo safety pen needle broke off after use and remained stuck in the pen. The following information was provided by the initial reporter, translated from japanese to english: "after used asd, the broken needle npe stuck in the pen."

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd autoshield¿ duo safety pen needle broke off after use and remained stuck in the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "after used asd, the broken needle npe stuck in the pen."